Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during setup, the shunt sensor failed to calibrate. This occurred twice, however no event information was provided for the other event. The product was changed out. The surgery was completed successfully. No patient involvement as this occurred during set-up.

Manufacturer narrative:
Terumo has not received the actual device for investigation. Terumo plans on submitting a follow-up report when the investigation is completed and more information becomes available. (B)(4).